Event description:
It was reported, since the time of the last catheter implant on (B)(6) 2013, ¿it started leaking right away¿. The patient had a large hematoma at the base of his spine. It was stated that this would be the ¿4th one in 2 years¿ and that the patient and his family had a ¿bad experience¿. A catheter revision was planned for (B)(6) 2013. The device system contained prialt and morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).